Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information which has been received was not included in the initial report. The information has been provided in section b1, b2, b5, h1, h2, h6, h10 and h11 with this report.

Event description:
Update b1, b2, h1, h2 (case severity): change to serious injury. Please update b5: customer was treated with glucagon and glucose tablets. Troubleshooting was declined by the customer. Please update h6: add: 2418 (loss of consciousness) ¿ t000. 2222 (convulsion) ¿ t0000. 1912 (hypoglycemia) ¿ t007 (glucose/carb intake). Remove: 2418 (loss of consciousness) ¿ t006 (glucagon). 2223 (convulsion, tonic) ¿ t006 (glucagon).

Manufacturer narrative:
The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 05-oct-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 05-oct-2023 listed on smart solve. Daily total collection start time: 10/05/2023 00:00:00.000. Daily total of all insulin delivered: 445000 (44.5 u). Daily total of basal insulin delivered: 202000 (20.2 u). Percentage of daily total delivered as basal insulin: 45. Daily total of bolus insulin delivered: 243000 (24.3 u). 10/05/2023 02:02:58.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 43000 (4.3 u). Bolus amount delivered: 43000 (4.3 u). 10/05/2023 08:07:13.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 5000 (0.5 u). Bolusamountdelivered: 5000 (0.5 u) 10/05/2023 12:40:01.000 normal bolus delivered (2). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 38000 (3.8 u). Bolus amount delivered: 38000 (3.8 u). 10/05/2023 14:41:57.000 normal bolus delivered (220). System time = 10/05/2023 14:41:57.000. Bolus programming method: manual bolus (0). Normal bolus amount programmed: 5000 (0.5 u). Bolus amount delivered: 5000 (0.5 u). 10/05/2023 16:45:59.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 75000 (7.5 u). Bolus amount delivered: 75000 (7.5 u). 10/05/2023 18:52:50.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 35000 (3.5 u). Bolus amount delivered: 35000 (3.5 u). 10/05/2023 19:09:50.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 22000 (2.2 u). Bolus amount delivered: 22000 (2.2 u). 0/05/2023 21:35:42.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 20000 (2 u). Bolus amount delivered: 20000 (2 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 05-oct-2023 in the formatted history file.  Sensor error alert (801) was recorded and found in the formatted history file on: 09/30/2023 17:53:20.000, 09/30/2023 18:23:23.000, 09/30/2023 18:33:00.000, 09/30/2023 18:58:22.000, 10/05/2023 16:06:29.000, 10/05/2023 16:41:30.000. Sg calibration error (776) was recorded and found in the formatted history file on: 09/30/2023 21:43:02.000. Lost sensor 1 alert (780) was recorded and found in the formatted history file on: 10/05/2023 17:29:00.000, 10/05/2023 19:24:00.000. Lost sensor 2 alert (781) was recorded and found in the formatted history file on: 10/05/2023 19:40:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert, sg calibration error, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. However, insert battery alarm was recorded and found in the formatted history file on: 09/30/2023 08:38:28.000. Low battery alert was recorded and found in the formatted history file on: 09/30/2023 08:34:00.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 04-oct-2023 at 7:48:59 am. There was no power data available for the date of 30-sept-2023. Unable to check power data for low battery alert. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery anomaly was not confirmed. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed suspected on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hypoglycemia caused the patient to have convulsions and become unconscious as pump had given four auto corrections in the 3 hours prior . Troubleshooting was performed and patient experienced blood glucose value 2.0 mmol/l. No harm requiring medical intervention was reported. The customer will discontinue to use the device and the insulin pump will be returned for analysis.